Event description:
It was reported to philips that host pc was not booting. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system host pc was not booting up. Upon troubleshooting, the rse found that there was a faulty cmos battery in the host pc. Rse instructed customer to replace cmos battery but after replacement the issue persisted. Upon further testing, the rse found that the host pc was defective. To resolve this issue permanently, rse advised the customer to replace the host pc. Customer was taking responsibility for servicing the device. No further information regarding the issue provided. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.